Event description:
Rptr lifted 45 lb pails and ruptured 2 lower discs. As a result he had a posterior spinal fusion l-4 to s-1 with plates, pedicle screws and cross-link. He had an autologous bone graft from the left posterior iliac crest. (Also see 1004832.)